Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated magnesium results which questioned by the physician on architect c8000 processing module for one patient. The results provided were: on (B)(6) 2025, sid (B)(6) initial=3.660 mmol/l /repeated=0.848, 3.878 and 1.063 mmol/l. Laboratory reference range for magnesium=0.7 to 1.0 mmol/l there was no reported impact to patient management.

Manufacturer narrative:
The abbott field service recommended to replaced sample probe (list number 01g48-04). The customer replaced the sample probe (list number 01g48-04) and deemed the part likely cause for the falsely elevated magnesium result. A review of tracking and trending of the architect c8000 processing module or the sample probe, did not identify elevated complaint issue. The architect system operations manual provides adequate information regarding the troubleshooting, and the removal, replacement, and verification of list number 01g48-04 sample probe. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the architect c8000 processing module, serial number (B)(6), or the sample probe.

Event description:
The customer observed falsely elevated magnesium results which questioned by the physician on architect c8000 processing module for one patient. The results provided were: on (B)(6) 2025, sid (B)(6), initial=3.660 mmol/l /repeated=0.848, 3.878 and 1.063 mmol/l laboratory reference range for magnesium=0.7 to 1.0 mmol/l there was no reported impact to patient management.